Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included shock and functional testing without duplicating the malfunction. No trend is associated with reports of this type. Review of device logs indicates that after the device's multifunction cable is shorted and the device is charged, the device enters into the rescue protocol. At this point the device dumps the energy internally. The log does not show any evidence of device malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.